Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient programmer was showing ¿replace generator soon¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates that the patient's ipg had reached end of life and lost therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.